Event description:
Boston scientific received information that that this right atrial (ra) lead had dislodged. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4). This lead could not be returned due to policies of the facility.